Event description:
It was reported that during the implant attempt, there was positioning and fixation difficulty. The lead was unable to be placed due to the patient's anatomy. An alternate vessel and lead were used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. Visual analysis noted there is blood/body fluid in all conductors (not obstructed). The full lead was returned.